Manufacturer narrative:
Block b3: exact date unknown, event occurred in four and a half months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also stated that the patients lead had high impedances which the physician believed was due to adhesions and scar tissue. No device malfunction suspected. The patient underwent a procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.